Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle sector ii cup size 52 mm, with a 36 mm x 52 mm metal insert, the femoral stem was the summit femoral stem, size 5 standard, and the femoral head was a 36 mm - 2 neck. On (B)(6) 2009, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle sector ii cup size 50 mm, with a 36 mm x 50 mm metal insert, the femoral stem was the summit femoral stem, size 5 standard, and the femoral head was a 36 mm +1.5 neck. Soon after these surgeries, I began experiencing pain and difficulty with my implants. I could hear clicking and metal clanking noises emanating from my...diagnosis or reason for use: degenerative arthritis, right hip. Degenerative arthritis, left hip.